Manufacturer narrative:
Investigation summary: it was reported by customer has experienced a malfunction with bd ref # (B)(4). One photo was received for quality evaluation. Inspection of the photo submitted shows that the tubing separated at the outlet port of the y-site smartsite of the most distal smartsite connector. The customer complaint of separation was confirmed. The investigation was forwarded to the manufacturing location for root cause evaluation. Exact root cause for separation between tubing and y-site ¿ body (image 1) could not be determined since no sample was returned by the customer. However, the possible causes for separation between the reported components could be related to lack of solvent due to an incorrect insertion of the tubing to the solvent dispenser by the production personnel, opportunities with the solvent dispenser or issues with the long distal machine where sometimes the tubing and y-site body are assembled. As a corrective action, an accessory is to be implemented to the solvent dispenser that assists to the production personnel in guiding the tubing to the insertion point. Implementation is in process. For the long distal machine, a solvent dispenser valve adjustment was conducted. A device history record review for model 2426-0007 lot numbers 24105051 or 24109421 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Photos.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by customer that xxx has experienced a malfunction.